Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 02/08/2012 and 02/16/2012 by phone, fax, and mail. Additional info was received by phone on 02/16/2012 and 02/24/2012. (B)(4).

Event description:
A surgeon reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. The surgeon stated he is "uncertain as to the full explantation of the significant overcorrection of cylinder". In a f/u, the surgical coordinator reported the lens was repositioned and there was improvement in the pt's vision after rotation.